Event description:
On 16 october 2024 we received the replacement covid-19 test kits offered by the government and were told to check the updated expiration-date table on the FDA website. The received kits have a revised expiration date of 11 may 2023. Please advise. Thanks.